Manufacturer narrative:
Evaluation device summary: medtronic conducted an investigation based upon all information received. The device was not made available for evaluation. The customer resolved the issue by performing extended self-test (est) and short self-test (sst). It was reported that while in use on a patient, this 840 ventilator stopped working and generated ventilator inoperative diagnostic codes. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this 840 ventilator stopped working and generated ventilator inoperative diagnostic codes. The patient was manually ventilated via an ambu bag prior to transferring to an alternate ventilator without harm.